Event description:
It was reported that the transmitter was struck by lightning and failed to power up afterwards. Sparks were reported to have come from the device.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.